Event description:
As reported by an edwards lifesciences affiliate in united kingdom, regarding an implant of a 26mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During valve deployment, the 26mm commander delivery system balloon expanded first on the outflow, and then the inflow of the valve. The valve was fully deployed despite of this unusual balloon inflation. The patient did not suffer any injury and was noted as to be in stable condition. No noticeable resistance noticed during commander/valve insertion into sheath. No withdrawal difficulties. No damage observed in the esheath plus after removal.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was returned for evaluation. The provided imagery was evaluated and revealed the following: asymmetrical valve deployment, with the proximal side opening before the distal side. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported asymmetrical valve deployment was confirmed based on review of the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Fluoroscopic imagery showed that the valve was initially deployed asymmetrically, with proximal end inflating first. However, it was able to fully deploy. Investigation results did not conclusively identify the root cause. The reported event may be related to patient anatomy such as annulus shape, valve morphology (e.g., bicuspid valve), and/or calcium distribution interacting with balloon deployment. However, patient factors were not provided. Based on the available information, the root cause remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.